Manufacturer narrative:
Continuation of d11: product ID: 3587a25; lot#: n350740; implanted: on (B)(6) 2013; product type: lead; product ID: 3987a; lot#: n268654; implanted: on (B)(6) 2013; product type: lead; product ID: 37714; lot# serial#: (B)(6); implanted: on (B)(6) 2013; explanted: on (B)(6) 2019; product type: implantable neurostimulator; product ID: 37714; lot# serial#: (B)(6); implanted: on (B)(6) 2013; explanted: on (B)(6) 2013; product type: implantable neurostimulator; h10. Additional information received regarding regulatory report#: 3004209178-2020-13554 will now be captured in this regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding the patient on 2020-aug-03. It was reported that the patient was scheduled to have their lami lead replaced due to suspected high impedance on the lead. The patient has two systems, an overdischarged ultra (5+ plus years overdischarged) and an intellis. The patient has a 39565 and two on point leads, which are bilateral over her peroneal nerves. The patient has been non complaint since her original implant with charging, on both systems. Her right flank battery was replaced approximately a year ago, which she believes was connected to her surgical lami lead, with on point leads connected to the left flank battery. The rep has not heard from the patient since her post op appointment after her battery replacement. They were not present at her surgical consult. The intra-op xray was performed prior to starting the procedure to replace the 39565. Upon review, the surgeon and rep agreed that the lami lead was in fact connected to the overdischarged ultra, not the intellis. The md was not comfortable proceeding with surgery without confirming which leads were connected to which battery, and the ultra-battery was unable to be read due to the overdischarge. The surgery was aborted. The patient's other system's configuration was changed to two on point leads. The stimulation was turned up to perception, and the confirmed the leads were the peroneal leads. The issue was not resolved at the time of the report. Possible surgery is not scheduled yet. If / when it is, an updated can be made as to whether or not the lead was replaced. The rep did not have adequate information/xray in order to accurately forecast this event. Additional information was received from the manufacturer representative (rep) on 2020-aug-12. The patient was referred or a consultation to explore the possibility of replacing her battery as well as possibly revising or replacing her paddle lead. No date is known as to win this appointment will occur. Additional information was received from a manufacturer representative regarding the patient on 2020-aug-27. It was reported that the cause of the high impedance was unable to be determined. The patient was programmed around the high impedances, and the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the removed ins was disposed by the facility. The cause of the impedance issue was not determine and no actions were taken to resolve it. It was unknown if the impedances resolved, but the patient was seen on 10/31 for a post op visit and said things were going well with great coverage and relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient has two systems implanted. The patient does not use one anymore, and she uses the other one for both of her feet. Both batteries are overdischarged. The battery being worked with is the one located on the patient¿s right hip/buttocks area. The patient indicated that both batteries had been off for about two years. Previous records indicate that this is not the first time that her battery/batteries have been dead. The manufacturer representative was starting a physician mode restart at the time of the report. No surgical intervention was planned or performed at the time of the report. There were no patient symptoms or complications reported. Additional information received from the manufacturing representative (rep) indicated that the patient was unable to stay for the full physician mode reset (pmr). The patient indicated that they would contact a rep to follow-up but has not done so yet. The rep stated that due to the patient not following up, they have no further information to report at this time. Additional information was reported that the patient had her battery for foot pain replaced today. The patient's impedances show contacts 2, 3, 4, 7, 8, 9, 10, 14, and 15 are all red and listed as do not use. The lead was not replaced, the battery was only replaced. Post op, the rep was able to achieve desired stimulation in both right and left feet by using existing contacts available. Because the old battery was discharged, the patient has not had stimulation for a long time. The patient will try new setting and let the manufacturer representative (rep) know at their post op appointment whether or not it is helping with their pain. No further information was reported.